Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on the rate/sense and shock electrogram for which the device delivered an inappropriate shock. The noise appeared similar to electromagnetic interference, and the patient stated she was removing something from the oven at the time. The device was programmed to least for a previous noise issue, however that noise was different than the current episode.